Event description:
Per provider, the sieve beds are defective. Per repair statement: unit is alarming or has a red light due to blown sieve beds, heat exchanger leaking, manifold and muffler are contaminated, clamp and zip tie for manifold have been replaced, the inlet filter and cabinet filter are dirty.

Manufacturer narrative:
During testing and repair at the service center, it was discovered that the unit is alarming or has a red light, heat exchanger leaking, manifold and muffler are contaminated, clamp and zip tie for manifold have been replaced, and the inlet filter and cabinet filter are dirty. This was due to blown sieve beds that led to the malfunction.